Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that an altitude alarm occurred while the customer was within labeled altitude range. Customer removed obstruction from the speaker holes and the alarm cleared. Customer's blood glucose level was 245 mg/dl.